Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, that the patient experienced a stroke. The index procedure treated the 90% stenosed 5.0x10mm target lesion located in the ostium right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device, the residual stenosis was 0%. One day post procedure, the patient was discharged with a nih stroke valve of 3 for left leg motor functions, limb axtaxia and sensory motor functions. The patient returned 325 days following the index procedure, the patient experienced a stroke. No therapeutic measures (including treatment by thrombolytic agent of surgical drainage of hemorrhage) were administered.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.